Event description:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) was unable to inflate due to a suspected leak while the syringe was being pushed. The device was removed from the patient and packaged for return. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) was unable to inflate due to a suspected leak while the syringe was being pushed. The device was removed from the patient and packaged for return. Hemostasis was achieved using another mynx device that had enough sealant to cover both sites and provide additional hold. There was no reported patient injury. The mynx vascular closure device (vcd) was used during a peripheral vascular intervention (pvi) procedure performed using a retrograde approach. The deployer was certified on the mynx device. The vessel at the femoral puncture site was confirmed to have a diameter of at least 5 mm, and no peripheral vascular disease (pvd) or calcium was observed in the vicinity. The vcd was properly stored and prepped according to the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft present in the common femoral vein. According to the deployer, the device was inserted and inflated as usual, but upon deflation, the balloon collapsed and was pulled out during handle manipulation. The device was not returned for evaluation. The product history record (phr) review of lot f2523901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors make have contributed to the suspected leak reported. However, access site vessel characteristics (even though it was reported that there was no pvd or calcium observed in the vicinity) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control venous instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control venous vcd 6f-12f: common femoral vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the available information suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
No pad.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2523901 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.